Manufacturer narrative:
Nellcor is attempting to gather further info related to this report. Contraindications: use of hi-lo cuffed tracheal tube with lanz pressure regulating valve in procedure, which involve the use of a laser or an electrosurgical active electrode in the immediate area of the device is contraindicated.

Event description:
In 2006, nellcor received a report where it was claimed, that the device was involved in a event. The caller reported, that the "device was in use during a surgery involving the use of a laser" and, the laser contacted the tube resulting in a fire in the trachea of the patient. The caller stated, that the tube was removed and it was melted. Information provided the next day by the customer states, that the patient is currently in the ICU. The caller also reported, that "the clinician was performing a bronchoscope and attempted to use a laser to remove a tumor in the lung, when the event occurred."